Manufacturer narrative:
Updates made: a1: update made to patient identifier b4; date of report ; updated to today's date.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot number. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting false negative sars results. Customer states the results were positive by another rapid antigen test (timeframe between testing unknown). Further contact with the customer to gather more information is not possible. 2 reports will be filed to cover unknown number of results. Report 2 of 2.